Manufacturer narrative:
H3, h6) the system was serviced in the field. The reported issue could not be duplicated. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that alleged inaccuracies occurred during an l4-l5 fusion case. After screw placement, multiple x-rays and a confirmation medtronic imaging spin revealed that both left l4 and l5 screws deviated medially by approximately 3 millimeters (mm) from the planned trajectory. The deviation was confirmed intraoperatively, and the surgeon revised the screw placement using the medtronic navigation system. The surgical delay was less than one hour, and there was no impact to the patient.